Event description:
It was reported that the speed was unstable. The target lesion was location in the left anterior descending (lad) artery. A 1.50mm rotalink plus was selected for use. During the procedure, a rotawire was inserted to the distal of the target lesion. Then, the rotaburr was connected to the rotablator console and fed over the rotawire and placed in the left main. All procedures were followed in the directions for use, including adequate flushing, advancer check, brake test and rotations set at 160,000rpm prior to entering the patient's body. However, ablation was initiated in the body, it was noted that the advancer made an unusual sound including a rapid change in frequency. Then, the rpm was noted to fluctuate between 120,000 and 215,000. Consequently, the foot pedal was immediately released without advancing of the burr. The fibre optic sensor cable was taken out of the rotablator console and the leads checked for integrity. Then, the leads were then re-inserted. The medical air pressure was checked to have sufficient reserves (1,800 psi) with the dual gauge regulator regulating the air to 100psi. Furthermore, there were no compromise noted to any of the gas lines. The advancer was then retested with the rotaburr sitting in the left main artery, proximal to the calcified lesion; however, the same result of noise and speed of the burr was seen. The physician decided to remove the rotaburr from the system and the advancer exchanged. The replaced advancer was then connected to the 1.50mm rotaburr. The burr was inserted over the rotawire and re-tested. There was no drop in rpm was noted with this new system with constant speed being noted at 160,000rpm tested for 10sec. Finally, the rotaburr was advanced and the procedure was performed successfully with no further faults seen with the new advancer. No patient complications were reported.

Event description:
It was reported that the speed was unstable. The target lesion was location in the left anterior descending (lad) artery. A 1.50mm rotalink plus was selected for use. During the procedure, a rotawire was inserted to the distal of the target lesion. Then, the rotaburr was connected to the rotablator console and fed over the rotawire and placed in the left main. All procedures were followed in the directions for use, including adequate flushing, advancer check, brake test and rotations set at 160,000rpm prior to entering the patient's body. However, ablation was initiated in the body, it was noted that the advancer made an unusual sound including a rapid change in frequency. Then, the rpm was noted to fluctuate between 120,000 and 215,000. Consequently, the foot pedal was immediately released without advancing of the burr. The fibre optic sensor cable was taken out of the rotablator console and the leads checked for integrity. Then, the leads were then re-inserted. The medical air pressure was checked to have sufficient reserves (1,800 psi) with the dual gauge regulator regulating the air to 100psi. Furthermore, there were no compromise noted to any of the gas lines. The advancer was then retested with the rotaburr sitting in the left main artery, proximal to the calcified lesion; however, the same result of noise and speed of the burr was seen. The physician decided to remove the rotaburr from the system and the advancer exchanged. The replaced advancer was then connected to the 1.50mm rotaburr. The burr was inserted over the rotawire and re-tested. There was no drop in rpm was noted with this new system with constant speed being noted at 160,000rpm tested for 10sec. Finally, the rotaburr was advanced and the procedure was performed successfully with no further faults seen with the new advancer. No patient complications were reported. Device evaluated by manufacturer: the device was returned for analysis. The advancer and handshake connections were visually examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so, it wasn't able to get any speed. The advancer was dismantled the turbine was found to be corroded and the ultem was found to be melted. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation or during the procedure of the device. Saline is used in the clinical setting to cool and lubricate the moving parts and prevents a melted ultem, ensuring the functional use of the device.